Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 27 mg/dl, due to needing settings adjustment. Reportedly, customer attempted to self-treat by consuming carbohydrates, however; started experiencing a seizure which caused them to scratch their chin and foot as well as their ear bleeding. Reportedly, customer was treated intravenously with fluids, frosting packets and a sandwich at the ER. Customer was released (B)(6) 2023 with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.